Manufacturer narrative:
Describe event or problem: it was reported that bd pegasus¿ safety closed IV catheter system leaked at the connection site when clamped three times in one day. No serious injury or medical intervention was reported. Investigation summary: a device history review was conducted for lot number 8138470. Review of the complaint history records determined that this is the only instance of an occluded device occurring in this production batch. Review of device history records indicate that according to the sampling plan applied for product performance, this lot was accepted and released without defects being noted during the final assembly or visual inspections. Investigation conclusion: a sample could not be obtained for evaluation and testing. Without the ability to investigate the affected unit our quality engineers were unable to determine the root cause for this complaint. Root cause description: as there was no sample or photo available for evaluation, a root cause could not be determined. Rationale: bd will continue to monitor this issue.

Event description:
It was reported that bd pegasus¿ safety closed IV catheter system leaked at the connection site when clamped three times in one day. No serious injury or medical intervention was reported.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that bd pegasus¿ safety closed IV catheter system leaked at the connection site when clamped. No serious injury or medical intervention was reported.